Manufacturer narrative:
P- cap locked properly during testing. Unit passed displacement test, self-test. Unit successfully downloaded to thump. No pump error 63 alarms noted during test. Verified in the pump history download the pump alarmed pump error 63 was absent. Motor was tested outside of the device and passed. The electronic assemblies and motor assemblies were inspected, and no anomalies noted. Unit received with serial number label damage (stained), battery tube threads - cracked, cracked case on battery side, cracked case (battery tube), cracked case-corner of belt clip rails, scratched case, cracked keypad overlay at select button, stained keypad overlay, pillowing keypad overlay. In conclusion, unit is functioning properly. No pump error or drive anomalies noted. Cosmetic damage confirmed when cracked case on battery tube was observed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump error 63(hardware low level failures). The customer reported no adverse event. The event involved product(s) mmt-1885. Troubleshooting was performed. The customer was able to clear the error and successfully complete the fill cannula delivery test. The error table indicated that the pump requires replacement no harm requiring medical intervention was reported. Mmt-1885 was requested and the customer response was the device will be returned.